Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure a transseptal dilator from the versacross connect laac access solution was selected for use, it was noted that the packaging was compromised, sterile seal had a gap. The versacross system was replaced, and the procedure was completed successfully. No patient complications were reported, event occurred before patient came into the laboratory. The device is not expected to be returned.